Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty removing one of the backup battery cover screws was confirmed via evaluation of the returned system controller (serial number: (B)(6) ). Visual inspection of the returned controller revealed that one of the backup battery cover screw heads was deformed. An increased difficulty in removing the screw was observed due to the deformity; however, the screw was able to be removed using increased force. The other screws were in unremarkable physical condition and could be removed without issue. Aside from the deformed screw, the system controller functioned as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6) , was shipped to the customer on 31aug2021. Heartmate 3 instructions for use (IFU) section 2, entitled "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a heartmate 3 controller had a screw that is bent. The controller was from shelf stock and was being set up when one of the screws could not be twisted to set up and insert the emergency backup battery (ebb). Multiple screwdrivers were used while trying to loosen the screw.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a heartmate 3 controller had a screw that is bent. The controller was from shelf stock and was being set up when one of the screws could not be twisted to set up and insert the emergency backup battery (ebb). Multiple screwdrivers were used while trying to loosen the screw.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.